Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. Evaluation of xenon lightsource identified that the heat-reflecting mirror had fallen out of place, causing the unit to get very hot. The mirror and power supply unit (psu) were replaced, as well as some missing screws. Root cause analysis: the reported complaint was confirmed. The identified damages were most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a lamp failure and was burned at the tip. The device was not in contact with a patient; thus, no patient injury, death or surgical delay was reported.